Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The amo technical support specialist (tss) performed the troubleshooting and confirmed the reported issue and advised the field service specialist (fss) to order and replace the instrument manager on the unit, which the fss did replaced the part on the unit. While on site, fss noted that diathermy output was zero; therefore, fss replaced the diathermy cable to resolve the issue. Fss carried out the field service checklist, which the system passed all functional tests and it was found to meet all amo specifications. The unit was monitored for a period of one week and no further issues were reported on the unit. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.